Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure the device was stuck on tissue. The surgeon was able to manipulate the device off the tissue. There was minimal bleeding. Unknown if any blood products were given. Unknown how the case was completed. There was no additional patient consequence.